Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned after it was found to be fracture and the impedance was high out of range. This lead was successfully replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.